Manufacturer narrative:
Info not available at the time of initial report. Add'l info has been requested. Device not explanted at the time of initial report. Date of manufacture cannot be determined without the part or lot number. No product is available for eval and the part and lot number were not provided. No conclusions can be made at this time.

Event description:
In (B) (6) 2009, pt was implanted with zero-p at c3-c4. No irregularities were assessed in f/u x-rays in (B) (6). F/u x-rays taken on (B) (6), 2010 showed one screw was backing out of the implant. The surgeon intends to, but has not yet revised. This report is 1 of 2 for the same event.